Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is "preventive purposes after insertion of textured products" (biocell).

Event description:
Healthcare professional reported right side was replaced due to "preventive purposes after insertion of textured products." Healthcare professional later reported ¿replacement due to rupture¿. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated and wear abrasion. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side was replaced due to "preventive purposes after insertion of textured products." Healthcare professional later reported ¿replacement due to rupture¿. The device has been explanted and replaced.